Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that sometime post stent placement, patient allegedly experienced severe pain in the lower back and pelvis. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Pain was found mentioned under potential complications and adverse events. Holding and handling of the system during the procedure including preparation, accessories to be used were found described. A device deficiency reported by a health care provider was not available so that a particular labeling entry corresponding to a deficiency was not identified. H10: b5, d4 (expiration date: 04/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post stent placement in the iliac vein, patient allegedly experienced severe pain in the lower back and pelvis. There was no reported patient injury.